Event description:
Event description guidant received information that during a lead revision procedure, it took greater than 15 turns to retract this ventricular implantable lead's helix. Additional information was received that the lead exhibited increased threshold measurements and a chest x-ray indicated the lead had perforated the tip of the heart.